Event description:
Same case as MDR ID 2134265-2013-06167 and 2134265-2013-06159. It was reported that during percutaneous coronary intervention (pci), the motor drive unit (mdu) automatic pullback could not be performed. Access was obtained via right radial artery. The 75% stenosed target lesion was located in the moderately tortuous middle left anterior artery. An atlantis sr pro² imaging catheter was used for pre-intravascular ultrasound. It was noted that during the first pullback, the automatic pullback could not be performed. Re-setting was done outside of the patient's body but the issue was not resolved. The procedure was completed with a different device. No complications reported and the patient's status is good.

Manufacturer narrative:
Update: device evaluated by the manufacturer, evaluation summary attached, method codes, result codes and conclusion codes. Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the product revealed no damage or abnormality. The hub flaps appeared normal. The telescope assembly was able to properly pull back, advance, and retract. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-06167 and 2134265-2013-06159. It was reported that during percutaneous coronary intervention (pci), the motor drive unit (mdu) automatic pullback could not be performed. Access was obtained via right radial artey. The 75% stenosed target lesion was located in the moderately tortuous middle left anterior artery. An atlantis¿ sr pro2 imaging catheter was used for pre-intravascular ultrasound. It was noted that during the first pullback, the automatic pullback could not be performed. Re-setting was done outside of the patient's body but the issue was not resolved. The procedure was completed with a different device. No complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).